Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported devices were not sent back to brézins for investigation as repairs were performed locally. According to provided information, constant sound and red blinking lights as soon as power cord is plugged in. After changing the display, the ocs test passed, and the pump was functional. Therefore, the display was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Following visual inspection, cross-tests were performed. The reported event wasn't reproduced; the display was functional. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: customer reporting: would only alarm once plugged in. Action taken: received device. Agilia (B)(6) and ac cord. Customer reported problem "would only alarm once plugged in" was confirmed. Found malfunctioning lcd display, replaced. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.